Manufacturer narrative:
This investigation is still on-going. Navilyst medical is in the process of obtaining add'l info pertaining to this event, including determining the availability of a sample for eval. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
Event was reported to (B)(6) by the pt. He indicated that he had a chest port implanted on his right side at (B)(6) hospital in (B)(6). On (B)(6), 2011. The 2nd time the port was accessed, the port cracked when the needle was inserted and chemo drugs leaked into the port pocket. The port was removed on (B)(6), 2011 and a new chest port was placed on the pt's left side. The pt's report stated that he "had to be injected numerous times to counteract the effects of the leak." It has not yet been determined if the used port is available for return to (B)(6) medical.